Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one x-port isp m.r.I. Plastic port with 8 fr s/l standard groshong catheter was returned for evaluation. Catheter splitting in both the circumferential and longitudinal directions was noted between the 17cm and 18cm depth markings, with leaking noted from a pinhole at the site of the damage. Based on these findings, the investigation is confirmed for the reported leak. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the evaluation results, potential contributing factors include port/catheter assembly technique, flexural fatigue and over-pressurization. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a few days post port implant, there was allegedly leakage of medicine and was then identified under fluoroscopic evaluation. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Received additional product details on (B)(6) 2018, the associated fields were updated accordingly. The return of the device is pending. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway.

Event description:
It was reported that a few days post port implant, there was allegedly leakage of medicine and was then identified under fluoroscopic evaluation. The device was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway.

Event description:
It was reported that a few days post port implant, there was allegedly leakage of medicine and was then identified under fluoroscopic evaluation. The device was removed. There was no reported patient injury.